Event description:
Customer reported device = 350 mg/dl. Customer was unable to find the result in the device memory however, went to the emergency room (ER) based on the result. Hospital lab = 110-117 mg/dl (exact value could not be recalled). Two - three hours later, hospital device = 99 mg/dl. Hospital gave customer additional medication to lower blood glucose. No controls were used. A request was made for return product and replacement product was sent.